Event description:
It was reported that stent damage occurred. The non-totally occluded, 90% stenosed, 4.0mm x 24mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation of a 4.0x15 non-bsc balloon catheter, a 32 x 2.50 rebel bms stent was advanced but failed to cross the lesion. However, after removal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.